Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, a patient was to be implanted with gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat carotid artery aneurysm. The distal target lesion was tortuous. The viabahn device was advanced to target lesion. It couldn't be deployed. Another viabahn device was successfully implanted. The patient tolerated the procedure.

Manufacturer narrative:
Update d8. H6: c19 - the condition of the vibahn device as returned was consistent with the product listed within the complaint and a partially deployed device, however engineering evaluation noted no expansion of the endo. Engineers were able to continue deployment via the knob and could not confirm the reported primary failure mode. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the failure to deploy could not be established with the available information, including device evaluation. Engineer evaluation of the returned device indicated a kinked distal shaft, distally displaced endo and exposed stent (not covered by zipper) on the proximal end. The root cause of the damages could not be established within the engineering evaluation but it is consistent with damage resulting from the reported inability to deploy, an unknown device interaction during insertion/withdrawal, or manipulation of the device either during or after the procedure.